Event description:
It was reported that the procedure was to treat restenosis of an unspecified stent implant in the renal artery. The 5.0x15mm trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The bdc was soaked and prepped prior to use with 50/50 contrast mix, and no issue or leak was noted during preparation. The bdc was advanced to the target lesion without issue and was inflated 4 times without issue. The maximum pressure for all 4 inflations was 12 atmospheres (atm). After the 4th inflation, the bdc balloon completely failed to deflate. Multiple attempts were made to deflate the balloon; however, it still could not be deflated. The inflated bdc was pulled back to the iliac artery; however, the bdc could not be pulled into the guiding catheter and the distal shaft separated. After removal of the proximal shaft, the separated distal shaft was successfully retrieved using a snare device. A non-abbott stent implant was deployed to successfully treat the target lesion. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. The reported deflation and resistance with the guiding catheter was not tested due to the condition of the device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Additionally, it should be noted that the trek instruction for use (IFU) states: the trek coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, or balloon dilatation of a stent after implantation. There is no indication of a product quality issue with respect to manufacture, design or labeling.